Event description:
During a video assisted thoracic surgery the ez45g misfired. There was no consequences to the patient. 2/18/97 the rep reported additional information. The instrument worked fine for the first firing. The second firing there was a partial cut line and malformed staples. The incision was extended to reach the bleb which was in a difficult to reach location. No buttressing material was used. Clinical follow up: 2/18/97 1216 spoke to person covering for risk management. Who was already aware of the event. Co phone and fax numbers provided. 2/20/97 1020 risk management called back and stated that the sales rep has all the necessary information.

Manufacturer narrative:
D6; device was not returned for eval.